Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. However, a photograph was submitted which showed that the balloon was deflated with the core wire curved after balloon deflation. It was not clear if the distal tip of the balloon was inverted based on the photograph. This condition may have increased the profile of the collapsed balloon which may have prevented the balloon from being retracted through the advancer tube during the procedure. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, over tensioning the device when pulling back the catheter can cause the distal tip of the balloon to become inverted. The profile of an inverted distal tip could cause the core wire to bend and present resistance at the advancer tube resulting in a balloon retraction jam. The mynx instructions for use (IFU) instructs users to "maintain light tension to keep the balloon abutted against the arteriotomy or venotomy". Should additional relevant information become available a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that following the deployment of the mynxgrip 6f/7f vascular closure device, the balloon either did not deflate or the wire was bent in a fashion that did not allow the device to be withdrawn through the tamping (advancer) tube. The mynx device was being used for femoral arterial closure following a diagnostic coronary procedure. During preparation of the device, the inflation indicator was fully exposed. Contrast was not used. There was no resistance felt when inserting the device or when pulling the balloon back to the arteriotomy. The stopcock was opened once the balloon was at the arteriotomy. During deployment, the user shuttled down completely with no resistance felt. Unusual force was not applied when retracting the sheath. Following deployment of the sealant, the balloon was deflated and an attempt was made to retract the balloon through the advancer tube. As this was unsuccessful, the entire device including the advancer tube were withdrawn simultaneously. Following removal, there were no kinks noted in the procedural sheath. Despite the issue, hemostasis was successfully achieved. The patient was not hospitalized and/or hospitalization was not extended as a result of this incident. There was no negative patient consequences as a result of this event.